Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part# 311.023, lot# t945853. Manufacturing location: (B)(4), release to warehouse dates: (B)(6) 2010 and (B)(6) 2010. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was initially evaluated at service and repair. The repair technician reported the switch was damaged and not moving up and down, and the handle had wear marks on the front. Damaged component is the reason for repair. The item was deemed not repairable per the inspection sheet and forwarded to customer quality. The evaluation was confirmed. The handle was received intact with scraping observed at the proximal end of the toggle switch on the handle. No breaks or fractures were observed. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The device has a toggle switch on the handle that allows the device to be placed in one of three positions; clockwise ratcheting, neutral, and counterclockwise ratcheting. During functional testing it was identified that the switch was stuck in the neutral position and could not be advanced or retracted. No other functional issues were observed. It was determined that the received condition does agree with the complaint description and can be replicated but differs slightly in that the handle is not broken into pieces but is non-functional due to the seized toggle switch. Relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection is not applicable for this condition as the issue is related to seizing of the internal components. While no definitive root cause could be determined, it is probable that the issue is the result of internal damage and that age of the device (over 8 years old) and any unintended forces encountered by the device during usage could have contributed seized condition. The complaint condition is confirmed as the handle was received with the toggle switch stuck in the neutral position. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Date of event is unknown. Additional procode: lxh. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. Reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing on an unknown date, the ratcheting screwdriver handle was not working on the device. It was determined that the ratcheting screwdriver handle was broken. There was no patient involvement. Concomitant device: trauma device (part: unknown, lot: unknown, quantity: 1). This report is for a ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).